Event description:
As reported, during preparation for a procedure involving revascularization of the mesenteric artery, the dilator would not fit into a flexor ansel guiding sheath. The device did not make patient contact, and another system was used. Upon return and initial evaluation of the device, the sheath shaft material was separated inside the hub. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during preparation for a procedure involving revascularization of the mesenteric artery, the dilator would not fit into a flexor ansel guiding sheath. The device did not make patient contact, and another system was used. Upon return and initial evaluation of the device, the sheath shaft material was separated inside the hub. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was received separated from the hub, and sheath material was noted in the hub. The disc is not dislodged, and no damage was noted to the disc. The dilator was able to be inserted into the hub without any difficulty. The dilator was inserted distally into the sheath without any difficulty. Waviness was noted along the majority of the length of the dilator. A slight bend was noted approximately 12cm from the separated portion of the sheath. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints in the final or sub-assembly lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the returned device, complaint file, dmr, and DHR suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that dilator caught on the flare while advancing through the sheath, contributing to the separation; however, this cannot be definitively determined with the available information. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.